Event description:
The valve was no longer programmable. They used the vpv programmer. The x-ray showed that one part in the valve was dislodged. Therefore, the surgeon explanted the valve.

Manufacturer narrative:
Codman has requested return of the device. Upon completion of the investigation, a follow up report will be filed.